Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was flashing and beeping, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) level was 260 mg/dl. The customer switched to a backup insulin pump and delivered a correction to stabilize bg. Reportedly, the customer would continue use of the backup pump as alternate insulin therapy.